Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the issue was patient movement. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20791. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support had slight oozing at the access site as the patient was moving a lot in bed. Light manual pressure was held above the site. The following day, impella dressing with bloody drainage noted to gauze, angle of insertion maintained, and heparin held until partial thromboplastin time dropped. It was further reported that the patient experienced hemolysis after impella support. P-level being lowered to 6 did resolve the hemolysis. The urine cleared up in just a couple of hours. The patient survived the event.